Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated that the device was in his pocket. Blood glucose value was 190 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump an had unresponsive down arrow button due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.